Event description:
A us distributor contacted zoll to report that a patient developed pressure sores under the lifevest equipment. Patient described the area as is red underneath all electrodes. There was no alleged device malfunction contributing to the sores. There is no indication that the patient received medical intervention. Outcome of the irritation is unknown.

Manufacturer narrative:
Not applicable.